Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump had blank display and cosmetic damage. The customer¿s blood glucose was 392 mg/dl. Customer stated that the insulin pump stopped working. Customer stated that the reservoir and battery compartment had crack. Troubleshooting was done for cosmetic damage. Customer was advised to discontinue use of the insulin pump and recommended customer refer to back up plan per healthcare professional's instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device monitored for several days and no blank display noted. Device received with normal operating current. Device passed self test. Pump passed off no power test. Device received with broken battery tube threads and cracked reservoir tube lip.